Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms while at home. The pt's system controller and power module pt cable were exchanged. It was reported that the alarms were occurring when the pt was connected to the power module, but not on battery power. The pt went to the hospital and the vad coordinator connected the white power lead of the system controller to the power module and pump stops occurred. A kink in the percutaneous lead and a tear in the lead jacket were noted near the controller connector end of the driveline. The percutaneous lead was evaluated and a decision was made to replace the distal end of percutaneous lead. The MFR's technical support rep replaced the distal end of the percutaneous lead. The pt remains ongoing with no further issues reported.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval and the reported event of red heart alarms and pump stoppage was confirmed. Approx 8.5" of the external portion (distal end) of the percutaneous lead was returned. Examination of the lead revealed that the brown wire was fractured at the terminus of the bend relief. The characteristic of this disruption appeared consistent with fatigue failure as a result of repetitive flexing. The examination of the affected and non-affected wires did not reveal any evidence of mechanical damage due to crushing or pinching. The brown wire represents one of the two wires in motor phase 2. The disruption of this wire would have potentially interrupted pump function as a result of the exposed conductors of the wire contacting the shield and shorting to ground while supported by the power module. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.